Event description:
Occlusion [vascular occlusion]. Rha redensity to the right mid face and right tear trough [off label use]. United states report received from a nurse on (B)(6) 2022. A nurse who was also the injector reported that a female caucasian patient of an unknown age had received rha redensity for unknown indication, (B)(6) 2022. The patient received rha2 and rha redensity on the same day in the same injection session, but it was not specified which rha products was injected to the right mid cheek, right tear (as mentioned unknown site) using an unknown injection technique. The needle was used from the box and cannula was used. No previous cosmetic procedures were done. Concomitant medications, and food supplements were not provided. The patient had a history of facial fillers (unknown products). On (B)(6) 2022, before the procedure was over and before the left side of the face injected, the patient experienced an "occlusion" under the right eye on side of nose (as reported blanching). As a treatment, 20 vials of hylenex was used further described as "flooded the face" to dissolve the products. Also, the patient took an unknown amount of aspirin. On the same date, it was reported that, the patient had a visit with medical doctor (facial plastic) at a different facility to have a second look also to make sure the occlusion was cleared. At the time of this report, no other fillers were used. On (B)(6) 2022, the outcome of the event was recovered. It was unknown if the product was available for return. The intensity of the event was not reported. (B)(4). No additional information was available at the time of this report. The patient was cross linked with case (B)(4) for rha2 as suspect device. Case comment: a causal relationship between the rha redensity and reported vascular occlusion is assessed as possible based on the compatible temporal relationship and the lack of alternative etiologies that can be identified based on the limited information reported. Note should be made that rha2 was also used in the same injection session, but which rha product was injected to what location had not clearly reported. The company will continue monitoring the benefit-risk profile for the product.